Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked lcd window, cracked case at display window corner.

Event description:
Customer reported via phone call that the insulin pump has a crack across the screen . Customer's blood glucose level was unknown at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The customer will receive a replacement insulin pump. The device has been returned for analysis.